Event description:
It was reported that the patient experienced exposure of implantable neurostimulator (ins) from the skin. Additional information received reported that the ins and adaptor were scheduled to be replaced on (B)(6) 2013. It was noted that at the time of report the laboratory values were within normal range. Additional information received reported that the ins and adaptor were replaced. It was noted that impedance values were between 632 and 1803 ohms, which can be seen in general. It was noted that the procedure completed successfully.

Manufacturer narrative:
(B)(4).